Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical surgical history. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced bone pain ("chronic, stinging pain on iliac crests/ pain in both iliac fossae"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), paraesthesia ("paresthesia on upper limbs / tingling during the day in the hands"), hypoaesthesia ("numbness on upper limbs / numb hands"), back pain ("lumbar pain / when she exerts himself, long walks,her back pain gets worse"), loss of libido ("lack of sexual drive"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), dyspareunia ("sexual dyspareunia"), genital haemorrhage ("excessive bleeding"), arthralgia ("intense and constant pain in the hip / right knee pain of months of evolution with meniscus clinic"), spinal pain ("localized pain in the lumbar vertebra"), pain ("when she exerts himself, long walks,her back pain gets worse") and musculoskeletal pain ("buttocks pain") and was found to have arthroscopy ("right knee pain of months of evolution with meniscus clinic"). The patient was treated with opioids and surgery (essure removal via bilateral salpingectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, metrorrhagia, paraesthesia, hypoaesthesia, back pain, loss of libido, adverse event, mental disorder, genital haemorrhage, arthralgia, spinal pain, pain, musculoskeletal pain and arthroscopy outcome was unknown and the bone pain and dyspareunia had resolved. The reporter considered adverse event, arthralgia, arthroscopy, back pain, bone pain, dyspareunia, genital haemorrhage, hypoaesthesia, loss of libido, mental disorder, metrorrhagia, musculoskeletal pain, pain, paraesthesia, pelvic pain, spinal pain and swelling to be related to essure. The reporter commented: patient was 38 years old when essure was inserted. She took opioids for pain control during 4 months due to pain in her iliac fossae. Essure was completely removed. Macroscopic description during bilateral salpingectomy : tubes with a mechanical device inside that vary between 60-65 mm in length and 8 in diameter, partial inclusion in two capsules, diagnosis: it recognize both uterine tubes, non-specific changes, no significant inflammation is observed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: complex breakage of the posterior horn medial meniscus on left knee; on (B)(6) 2016: osteocondial lesions, edema in the vertebral discs on both sides of the l4-5 disc of probable degenerative origin, although please explore if there are symptoms at the lumbar level. Slight reversal of lumbar lordosis. Degenerative disc disease described in report, visualizing modico type 1 changes in vertebral plates adjacent to the l4-l5 disc, which does not present clear signs of discitis.. Ultrasound abdomen - on an unknown date: it is important to note that there is a solution of supra-umbilical continuity, at the level of the linea alba, with a maximum diameter of approximately 3 mm, through which a small amount of peritoneal fat is herniated in a hernia sac of less than 15 mm. There are few modifications with valsalva maneuvers. X-ray of pelvis and hip - on (B)(6) 2011: essure is on correct placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical surgical history. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced bone pain ("chronic, stinging pain on iliac crests/ pain in both iliac fossae"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ("swelling"), ("metrorrhagia"), ("paresthesia on upper limbs / tingling during the day in the hands"), hypoaesthesia ("numbness on upper limbs / numb hands"), back pain ("lumbar pain / when she exerts himself, long walks,her back pain gets worse"), loss of libido ("lack of sexual drive"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), dyspareunia ("sexual dyspareunia"), genital haemorrhage ("excessive bleeding"), arthralgia ("intense and constant pain in the hip / right knee pain of months of evolution with meniscus clinic"), spinal pain ("localized pain in the lumbar vertebra"), pain ("when she exerts himself, long walks,her back pain gets worse") and musculoskeletal pain ("buttocks pain") and was found to have arthroscopy ("right knee pain of months of evolution with meniscus clinic"). The patient was treated with opioids and surgery (essure removal via bilateral salpingectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, metrorrhagia, paraesthesia, hypoaesthesia, back pain, loss of libido, adverse event, mental disorder, genital haemorrhage, arthralgia, spinal pain, musculoskeletal pain, but arthroscopy outcome was unknown. The bone pain and dyspareunia had resolved. The reporter considered adverse event, arthralgia, arthroscopy, back pain, bone pain, dyspareunia, genital haemorrhage, hypoaesthesia, loss of libido, mental disorder, metrorrhagia, musculoskeletal pain, pain, paraesthesia, pelvic pain, spinal pain, and swelling to be related to essure. The reporter commented: patient was (B)(6)- years old when essure was inserted. She took opioids for pain control during 4 months due to pain in her iliac fossae. Essure was completely removed. Macroscopic description during bilateral salpingectomy : tubes with a mechanical device inside that vary between 60-65 mm in length and 8 in diameter, partial inclusion in two capsules, diagnosis: it recognize both uterine tubes, non-specific changes, no significant inflammation is observed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: complex breakage of the posterior horn medial meniscus on left knee; on (B)(6) 2016, osteocondial lesions; edema in the vertebral discs on both sides of the l4-5 disc of probable degenerative origin. Please explore if there are symptoms at the lumbar level. Slight reversal of lumbar lordosis. Degenerative disc disease described in report, visualizing modico type 1 changes in vertebral plates adjacent to the l4-l5 disc, which does not present clear signs of discitis. Ultrasound abdomen on an unknown date; it is important to note that there is a solution of supra-umbilical. Continuity, at the level of the linea alba, with a maximum diameter of approximately 3 mm, through which a small amount of peritoneal fat is herniated in a hernia sac of less than 15 mm. There are few modifications with valsalva maneuvers. X-ray of pelvis and hip on (B)(6) 52011; essure is on correct placement. Most recent follow-up information incorporated above includes: on 16-nov-2020, new reporters were added. On products full start and stop dates, lab data, product indication; on events excessive bleeding, pelvic pain, numb hands, tingling during the day in the hands, intense and constant pain in the hip, localized pain in the lumbar vertebra, when she exerts himself, long walks, her back pain gets worse, buttocks pain, right knee pain of months of evolution with meniscus clinic. Details of removal surgery provided. On 16-nov-2020: no new information. Based on the available information, a review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical surgical history. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced bone pain ("chronic, stinging pain on iliac crests/ pain in both iliac fossae"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), paraesthesia ("paresthesia on upper limbs / tingling during the day in the hands"), hypoaesthesia ("numbness on upper limbs / numb hands"), back pain ("lumbar pain / when she exerts himself, long walks,her back pain gets worse"), loss of libido ("lack of sexual drive"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), dyspareunia ("sexual dyspareunia"), genital haemorrhage ("excessive bleeding"), arthralgia ("intense and constant pain in the hip / right knee pain of months of evolution with meniscus clinic"), spinal pain ("localized pain in the lumbar vertebra"), pain ("when she exerts himself, long walks,her back pain gets worse") and musculoskeletal pain ("buttocks pain") and was found to have arthroscopy ("right knee pain of months of evolution with meniscus clinic"). The patient was treated with opioids and surgery (essure removal via bilateral salpingectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, metrorrhagia, paraesthesia, hypoaesthesia, back pain, loss of libido, adverse event, mental disorder, genital haemorrhage, arthralgia, spinal pain, pain, musculoskeletal pain, and arthroscopy outcome was unknown and the bone pain and dyspareunia had resolved. The reporter considered adverse event, arthralgia, arthroscopy, back pain, bone pain, dyspareunia, genital haemorrhage, hypoaesthesia, loss of libido, mental disorder, metrorrhagia, musculoskeletal pain, pain, paraesthesia, pelvic pain, spinal pain, and swelling to be related to essure. The reporter commented: patient was 38 years old when essure was inserted. She took opioids for pain control for 4 months due to pain in her iliac fossae. Essure was completely removed. Macroscopic description during bilateral salpingectomy: tubes with a mechanical device inside that vary between 60-65 mm in length and 8 in diameter, partial inclusion in two capsules, diagnosis: it recognize both uterine tubes, non-specific changes, no significant inflammation is observed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: complex breakage of the posterior horn medial meniscus on left knee; on (B)(6) 2016: osteocondial lesions, edema in the vertebral discs on both sides of the l4-5 disc of probable degenerative origin, although please explore if there are symptoms at the lumbar level. Slight reversal of lumbar lordosis. Degenerative disc disease described in report, visualizing modico type 1 changes in vertebral plates adjacent to the l4-l5 disc, which does not present clear signs of discitis. Ultrasound abdomen - on an unknown date: it is important to note that there is a solution of supra-umbilical continuity, at the level of the linea alba, with a maximum diameter of approximately 3 mm, through which a small amount of peritoneal fat is herniated in a hernia sac of less than 15 mm. There are few modifications with valsalva maneuvers. X-ray of pelvis and hip - on (B)(6) 2011: essure is on correct placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.